Manufacturer narrative:
Corrected to: an article was published in the journal of advances in medicine and medical research in march 2019 titled, 'toric and phakic iols for the treatment of astigmatism and or high myopia: our experience at prince hashem hospital zarqa.' The article states that 3 patients who underwent toric intra-ocular lens implantation had lens rotation a few days after surgery that resulted in a decrease in in their visual acuity and that was overcome by realignment of their iol intraoperatively. It was determined that the iols used were acri lisa toric (carl zeiss meditec) intraocular lenses and are therefore not manufactured by staar. (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. Claim# (B)(4).

Event description:
An article was published in the journal of advances in medicine and medical research in march 2019 titled, 'toric and phakic iols for the treatment of astigmatism and/or high myopia: our experience at prince hashem hospital zarqa.' The article states that 3 patients who underwent toric intra-ocular lens implantation had lens rotation a few days after surgery that resulted in a decrease in their visual acuity and that was overcome by realignment of their iol intraoperatively. All patients had satisfactory improvements in their visual acuities. They were followed for up to 3 months with no change to their bcva or their lens status. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.